Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02503. The same patient is represented in each medwatch.

Manufacturer narrative:
Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence and pelvic organ prolapse. The patient underwent the concurrent procedure of a hysterectomy during mesh implantation. The outcomes attributed to the device were pain, infection, recurrence, bleeding, dyspareunia, vaginal scarring, urinary problems, and bowel problems. It was reported that the patient underwent mesh repair on (B)(6) 2006 due to pain and retention. (B)(4) -undefined recurrence; dyspareunia; urinary problems; bowel problems. This is one of two medwatches being submitted. See also medwatch 2210968-2013-02503. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2006. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that following insertion the patient experienced hematuria and dysuria. (B)(4).